Event description:
It was reported that a patient experienced a shocking/jolting sensation, loss of bowel control and return of urinary dysfunction. The following day, the patient called to report a possible urinary tract infection while stimulation is turned on; she feels a burning sensation. The patient was told by the physician to turn the device off. The patient's physician told her to turn her device off. Further information is being requested from the hcp.